Manufacturer narrative:
The visao handpiece was returned for analysis. Analysis could not verify the reported event of the device overheated and it made a loud noise. The pre-temperature test could not be performed due to the handpiece would not rotate at the correct speed (80k). The motor assembly would not rotate, failed electrical safety test and found to have several kinks. Service and repair replaced the motor assembly of the handpiece along with associated parts. The handpiece was cleaned, tested to the manufacturing specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated, and it made a loud noise. There was no patient or staff impact.